Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was treated with manual injection for high blood glucose. Customer declined troubleshooting for high blood glucose. Customer stated insulin pump had low reservoir alert. Customer was able to clear the alarm. Customer reported units left not below the low reservoir setting. Customer stated they performed displacement test and it shows 3 bars on the reservoir even filled the reservoir. The device will be returned for analysis.